Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he changed the reservoir last night and his blood glucose was fine at 98 mg/dl. Customer's blood glucose rose to 250 mg/dl before he ate breakfast. Customer did not eat and took a bolus. Customer's last reading was 420 mg/dl. Customer already changed the infusion set and disconnected the set to see if insulin was coming out of the tube. Customer treated with a manual pen injection and gave a few units. Customer ran a manual prime and the insulin did exit the tubing. Customer's time and date settings were incorrect and were corrected. Customer had low reservoir alarms and a battery out limit alarm in the alarm history. Customer did not have a tubing clamp and will be shipped one. Customer was advised to call back to continue troubleshooting once he receives the tubing clamp. Customer was advised to do a complete set change. Customer's blood glucose was 350 mg/dl before the end of the call. Customer took a small bolus with the pen.